Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient's parents an allergic reaction that the patient experienced on (B)(6) 2015. Patient's parents claimed that several days after insertion of a new sensor, the patient had a serious allergic reaction and a painful mass developed underneath the patient's skin. On (B)(6) 2015, the patient was taken to the doctor and the mass was cut open and cleaned of puss. Patient said that he had a heavy pain in his hip. Doctor stated the possibility of a bone infection, but that a further diagnostic was to come. At the time of contact, no further injury or medical intervention was reported. No additional event or patient information is available.